Event description:
It was reported that the patients system was no longer responsive. The patient underwent a full revision procedure wherein the ipg and leads were replaced and were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(4). Batch: 16226471/16292937.